Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 52 mg/dl. The customer has ready for doctors appointment and she drank orange juice and manually suspended the pump for now. The customer also indicated that she recently had to call emergency medical service out due to low. The customer stated that her blood glucose dropped down to 24 mg/dl. The 911 knocking on the door but patient could not answered because she passed out. The customer got IV started with d50. The customer will call back and provide hospitalization information.